Event description:
Reporter indicated that device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and high), indicating possible device malfunction. It was reported that the patient had experienced "a couple of nasty falls", one in which pt banged the generator. The patient has also had a recent growth spurt and has started to develop some breast tissue, which the family member thought had caused the generator to move slightly from its original position. Review of x-rays did not reveal any obvious discontinuities in the ncp system and the patient's family members believed that the device was still working. The device was programmed to off pending revision surgery.

Event description:
Further follow-up revealed that the pt is doing well. Product analysis summary: a portion (43.5cm) of the lead was returned. Visual analysis revealed a yellow-brown residue on one of the coils. No obvious point of entrance was identified for the residue. A coil was identified on the lead assembly. The appearance of the coil ends is characteristic of a stress-induced fracture. It is believed stimulation was present for a period of time as evidence by the presence of metal pitting on the broken coil wires. The cause of the coil break was likely cause by the pt falling.